Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the to the clinic with the implantable cardioverter defibrillator exhibiting non-sustained right ventricular oversensing. The episode was determined to be caused by post paced t wave oversensing. On (B)(6) 2020, the patient presented to the clinic and the anomaly was addressed by device programming. The patient was in stable condition.